Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the level sensor "disconnected" yellow light was on, but unit was functioning. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) found that the yellow level sensor indicated "disconnected". The fsr replaced the level sensor and completed preventative maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. The suspect level sensor was returned to the manufacturer for further evaluation.